Manufacturer narrative:
(B)(4). The reported increased intra-peritoneal volume (iipv) was confirmed based on the reported high drain 105 alarm. A review of manufacturing records revealed the device was distributed for use 12 years ago and has been refurbished/serviced since its original manufacture date. Therefore, the manufacturing records did not reveal any issues that could have caused or contributed to the reported difficulty of iipv since the device is no longer in its original manufacture condition. A review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv. A cause was undetermined. This issue is being investigated through a CAPA.

Event description:
A customer contacted baxter's technical service center regarding a high drain 105 / call pd nurse alarm that appeared on the homechoice (hc) display after use, indicating an increased intra-peritoneal volume (iipv) event. Per home patient (hp), the nurse had the hp call baxter. The technical service representative (tsr) assisted the hp reviewing therapy: total ultrafiltration (uf) = 1941ml, cycle 5 uf = 2716ml. (Fill volume = 2500ml.) The hp did not complain about any discomfort. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the caregiver (cg) regarding the reported issue, it was revealed that the issue was resolved, but he did not know the cause of the alarm. Per cg, there were no symptoms. The cg added that they took the hc machine to the clinic the following day to have it checked out, and the nurse told them that everything seemed fine. Per cg, the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, therefore, no evaluation could be performed. A follow-up report will be filed should additional information become available.